Manufacturer narrative:
The insulin pump was received with blank display and an unexpected intermittent audio alarm due the o corrosion at electronic assembly. The insulin pump failed leak test; the insulin pump leaked at the back part of the case on the battery tube area. The insulin pump had cracked case on the back at the battery tube area, cracked reservoir tube lip, cracked battery tube thread and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went swimming with their insulin pump and now have blank display. The customer's blood glucose level at the time of incident was reported to be 288mg/dl. It was reported that the customer replaced the batteries and states that every now and then there is an audible alarm and blank display. Troubleshoot was reported to be conducted. It was reported that the device would be replaced and returned for analysis.